Manufacturer narrative:
Incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 8/3/2018 to 7/27/2018. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device. A functional assessment was performed, and there were no issues found. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the surgical impactor device was misfiring, expelling air and popping out. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.